Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Per the dexcom user guide: don't wear your cgm (sensor, transmitter, receiver, or smart device) for magnetic resonance imaging (MRI), computed tomography (CT) scan, or high-frequency electrical heat (diathermy) treatment. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the sensor and pump were removed prior to an magnetic resonance imaging (MRI) test. Customer reset the pump, however issue persisted. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty. No additional patient information was available.